Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) trial procedure was extended approximately by one hour and thirty minutes due to the physician experiencing difficulty removing the stylet from the lead. In turn, the physician was successfully able to remove the stylet after several attempts without issue. No patient complications were reported as a result of this event.